Manufacturer narrative:
Additional information poc: (B)(6) & e3 is unknown (initially it is submitted as "other healthcare professional") a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced with another unit without duplicate issue, and performed all functional and safety checks to meet factory specifications and performed pm. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.